Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain. The patient underwent an explant procedure a week after the implant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pain. The patient underwent an explant procedure a week after the implant.